Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 333 mg/dl at the time of call. The customer stated that the blood glucose reached 561 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the no delivery alarm kept recurring. The customer stated that they have not tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they have not tried all remedies. The insulin pump will be returned for analysis.